Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a possible broken sensor wire that occurred on (B)(6) 2016. Patient thinks a portion of the wire may still be under her skin. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.